Event description:
It was reported that patient presented to clinic for follow up and holter monitoring. It was noted that the pacemaker (pm) and right ventricle (rv) lead exhibited noise over sensing. It was observed that there were a few pacing inhibitions on holter monitoring which was due to electromagnetic interference (emi). The pm and rv lead sensitivity were reprogrammed. The patient was stable throughout.